Event description:
It was reported that the cannula did not deploy during the activation process and the pink slide did not move forward; this indicates a needle mechanism failure. No impact to the patient's blood glucose level was reported. Details regarding treatment were not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod was received not deployed with the slide insert not visible in the viewing window and the soft cannula not visible in the bottom housing window. The download data shows that the pod generated an 0x41 alarm during second prime, indicating rotational sensor maximum summed error table. The rotational sensor data indicates that rotational sensor errors occurred during priming, preventing completion of second prime. The pod was reset and rerun. The rerun data showed a replication of the rotational sensor abnormalities and an 0x42 alarm was generated. Due to this replication, the observed commutator cap contamination can be confirmed as the cause of the observed rotational sensor abnormalities, hazard alarm, and the pod failing to deploy when intended.